Event description:
Globus medical, inc. Received a medwatch 3500a form notification on (B)(4), 2011 from a hospital facility that a cage was defective after implantation.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned, and the product lot number was not provided. However, a review was conducted of all applicable material records, mfg records, storage records, distribution records, and all records revealed all product lots were manufactured within specs, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available info, it is determined the xpand spacer design conforms to all applicable standards and there was no deviation in the mfg process, there is no indication that the issue was a result of product defect or malfunction. The date of manufacture cannot be determined without lot number.